Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: does the user inspect the device for any abnormalities before using it? Yes, but no abnormalities were found. Did the user suction foreign materials during procedure? Yes. Was there any effect from other products involved on the event? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the device since the user sucked the foreign material during procedure. That foreign material was likely to be seeds. The device being dirty (appeared to be a stain), likely occurred due to failure of cleaning brush passage during reprocessing (due to the seeds remaining), causing the stain to remain (from imperfection of proper reprocessing). The event can be prevented by following the instructions for use (IFU): "IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: gif-q150, cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the bending section cover and light guide cover glass were dirty, the objective lens was chipped, the connecting tube was discolored, the suction cylinder was shaved, the forceps channel port was shaved, the bending angle in the up, down and right direction did not meet standard definition and the play of the up/down and right/left knobs were out of standard value due to wear of the angle wire, water removal ability did not meet the standard value due to deformation of the nozzle, suction volume did not meet the standard value due to the shaved suction cylinder, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had a restriction in it and the brush was getting caught during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the instrument tube was clogged with foreign material. The unknown foreign object was yellowish/brown and came out of the distal end. The report is being submitted due to the foreign material in the instrument tube found during evaluation.